Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator is rebooting by itself, and could not be manually turned off or on. The device powers on without user interaction. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. There was no patient or user harm reported. A philips remote service engineer noted that the customer's v60 ventilator was rebooting by itself and could not be turned off or on. The customer was provided with the latest version of the service manual. During troubleshooting, the biomedical engineer reported that the power management board has been updated to the fourth-generation part number. The rse provided the customer with the part number of the replacement user interface board.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.